Event description:
Allergic reaction (itching) experienced during treatment. Occurred a total of 6 times with the same patient. Medical intervention: clemastine, dimethindene, and difelikefarin intravenous injection were administered. No additional information provided.

Event description:
Allergic reaction (itching) experienced during treatment. Occurred a total of 6 times with the same patient. Medical intervention: clemastine, dimethindene, and difelikefarin intravenous injection were administered. No additional information provided.